Event description:
It was reported that the unit would intermittently enter into standby mode during cases. It was further reported that there were no adverse consequences to patient or user.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.